Event description:
Paramedics used the device with disposable defibrillation/ECG electrodes to check the ECG on a patient described as pulseless and apneic. After displaying an initial rhythm of asystole, the monitor allegedly stopped displaying the patient's ECG and displayed dashed lines indicative of a loss of connection to the patient. A backup device was made available and used. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. The patient was described as having a lengthy down time.